Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp and an impella rp flex were inserted via unilateral left groin access in a 68-year-old female. The patient presented with postcardiotomy cardiogenic shock and low cardiac output syndrome, scai stage d, in the setting of known coronary artery disease and prior coronary artery bypass grafting. The patient required support with an intra-aortic balloon pump, inotropes, vasopressors, and mechanical ventilation for respiratory support. During support with the impella rp flex, the patient experienced continuous venous access site bleeding. The reported events included a major bleed, thrombocytopenia, and difficulty achieving hemostasis related to the access site. The patient was confirmed heparin-induced thrombocytopenia positive, and anticoagulation therapy was discontinued due to ongoing bleeding. Based on the available information, the reported access site bleeding and thrombocytopenia are consistent with the patient¿s critical clinical condition, including postcardiotomy cardiogenic shock and low cardiac output syndrome, skystage d, hit positivity, cessation of anticoagulation, and risks associated with unilateral large-bore vascular access in a severely ill patient requiring dual mechanical circulatory support. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella and the reported event. The patient survived.

Manufacturer narrative:
D1 (brand name) has been updated. E4 (reporter also sent report to FDA?) Has been updated to "unknown". Major bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details. Thrombocytopenia: no product returned. The cause of the injury was not determined due to insufficient clinical details.